Event description:
It was reported that compatibility guidelines were requested for the following: MRI. The area to be scanned is shoulder. It was noted that the patient had a fall and may need shoulder MRI. It was noted that the patient's implant stopped working in the (B)(6) timeframe (of this year). The patient stopped 'feeling the pressure' (i.e. The stim, which is sometimes described as such). The patient saw her representative in (B)(6) and then again in (B)(6) (the patient saw two representatives) and was told by representative in (B)(6) that they believed the ins was dead. The patient and the representative were unable to connect to implant (with programmers). An x-ray was taken and they don't believe the ins had moved. The doctor wants to replace the ins. Tech services discussed battery longevity with the patient-- the patient wanted to know because she thought her ins would last longer. Additional information from this reporter noted that they had talked with the doctor and the doctor indicated the battery was likely dead and the patient might need a replacement. The doctor was going to follow-up with the patient. Another manufacturer's representative concurred. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va081ha, implanted: (B)(6) 2013, product type lead; product ID neu_un known_prog, serial# unknown, product type programmer, physician. (B)(4).